Manufacturer narrative:
Follow-up #1: date of submission 03/05/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2016 with the following findings: on investigation, the audio tone was confirmed to demonstrate intermittent functionality. All audio settings were set to ¿high¿ with the exception of the temporary basal setting, which was set to ¿off.¿ the pump was opened for investigation and revealed a misalignment of the contact for the audio tone module. Unrelated to the original complaint, the battery compartment was noted to be cracked below the bumper pad traveling toward the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. Battery change did not resolve issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.